Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The pump was unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime test due to blank display. The pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's girlfriend reported via phone call of a blank display and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 445 mg/dl. The customer stated that there might have been condensation under the display which made it hard to read. The girlfriend stated that the pump is beeping and vibrating. The customer stated that there are no cracks with the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.